Manufacturer narrative:
(B)(4). The sample was not returned for investigation. The manufacturing site (tecomet) reports "the DHR for the alleged defective instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in june of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed."

Event description:
It was reported that "the jaws of the applier were found misaligned before use. Therefore, a new unit was used instead". No patient involvement.

Manufacturer narrative:
Qn#: (B)(4), other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the jaws of the applier were found misaligned before use. Therefore, a new unit was used instead". No patient involvement.